Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that vessel dissection occurred. The chronic totally occluded (cto) target lesion was located in the right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, the stent still could not cross even after pre-dilatation. Subsequently, this balloon was tried and prepped properly. The balloon went through the lesion but it did not modify the plaque enough and the stent still could not cross. The same balloon was inserted again and went up to nominal pressure but the stent still could not be delivered. After the wire was pulled, a shot was taken and the vessel was dissected. The lesion was a cto and the vessel has retrograde filling. No further patient complications were reported.